Manufacturer narrative:
It was not possible to match this event with any previously reported event. The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_pump, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mietton, c., nuti, c., dohin, b., bayle, b., fernandez, b., poirot, I., gautheron, v., vuillerot, c. Clinical practices in intrathecal baclofen pump implantation in children with cerebral palsy in (B)(6). Annals of physical and rehabilitation medicine. 2016. 1877;may 3. Doi 10.1016/j.rehab.2016.02.009 summary: we performed a survey of the current use of intrathecal baclofen (itb) via pump infusion in children seen in pediatric physical medicine and rehabilitation (pmr) departments in (B)(6) to describe practices and to establish specific guidelines. We also surveyed the literature for practices. Reported events: there were 12 cases of local infection. There were 13 cases of catheter disunion. There were 4 cases of cerebrospinal fluid (csf) leak. There were 3 cases of catheter dysfunction. There were 12 cases of subcutaneous effusion. There were 5 cases of mechanical complication.